Event description:
It was reported that during preparation for a pulsed field ablation (pfa) procedure a farawave was selected for use. When the device was connected to the irrigation line, it was observed that no irrigation was being delivered to the proximal end of the catheter. It was also observed that a milky discoloration was observed on the luer. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected, and no abnormalities were observed. Functional testing was performed, and the original guidewire returned with the catheter was able to be advanced and withdrawn through the catheter with no issue. The catheter's array was also able to be deployed and undeployed with no resistance. Additionally, there was no tissue or foreign matter found on or in the catheter tip. Initial reporter phone number: (B)(6).

Event description:
It was reported that during preparation for a pulsed field ablation (pfa) procedure a farawave was selected for use. When the device was connected to the irrigation line, it was observed that no irrigation was being delivered to the proximal end of the catheter. It was also observed that a milky discoloration was observed on the luer. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Initial reporter phone number: (B)(6)